Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced cl electrode tip and adjusted the co2 peri-pump tubing to resolve the issue. The fse performed quality control and passed. Analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting low anion gaps and questioning ise (ion selective electrode) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) on their dxc 600i clinical chemistry analyzer. The erroneous ise patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the initial results for three (3) patients.